Event description:
The manufacturer received information alleging a ventilator become inoperable after the keyboard was used. There was no harm or injury reported. No medical intervention was specified. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center the downloaded error log indicated a reboot had occurred. The main pc board assembly was replaced to resolve the issue.